Event description:
It was reported that this ra lead exhibited noise over-sensing on the right atrial (ra) lead channel. The patient also reported experiencing shocks, however technical services (ts) confirmed that there were no stored episodes of shock therapy. Ts recommended adjusting the ra channel sensitivity. No adverse patient effects were reported. This lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).